Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed and titrated to 12ml of air. The tech noticed balloon was losing air and pinched the air tube with a kelly clamp that stopped the leak. A new tr band was placed, and the puncture site was controlled. The patient had no adverse outcomes, complications, bleeding, or hematoma. The patient was in good condition. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was left coronary angiogram. The device did not have noticeable damage. The tr band started to deflate immediately. The device was not manipulated before use in any way - pre-use or during storage. The product is stored prior to use in the original packaging.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.